Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had syncope/near syncope requiring cardiopulmonary resuscitation in the emergency room. A remote monitoring transmission indicated that there was one episode of ventricular tachycardia that did not meet the detection criteria for shock therapy. Occasional ventricular undersensed beats were noted during the episodes. The lead remains in use. No further patient complications have been reported as a result of this event.